Event description:
It was reported per the customer that this item went into standby and will not function. It was further reported that no patient was harmed.

Manufacturer narrative:
Additional information will be provided once investigation is complete.